Event description:
Add'l info rec'd from MFR 6/28/02: the visual examination showed extreme scoring on the distal shaft indicating that there may have been contact with another device. The endobutton drill bit is indicated for single use only. However, based upon this visual assessment the results suggest signs of reuse based on the observed faded laser depth markings. These findings are consistent with past findings where reuse of this device has been confirmed. This drill bit was mfg in 11/99 and the procedure was performed in 1/02. Based upon this visual analysis and the limited customer info available no definitive conclusions could be made. However, reuse is strongly suspected as a contributing factor to this failure. Based on further review smith & nephew has implemented a corrective action to laser mark "for single use only" directly on the device. MFR will also continue to monitor complaints for this device and determine if add'l corrective actions are necessary.

Event description:
While pt was undergoing an arthroscopic acl repair, the endoscopic cannulated drill bit broke in the distal femur while doing the drilling to approximate the angle of the graft and future reamings. This was discovered while attempting to place the graft. An x-ray was done to confirm where the drill parts were. Incision was extended to retrieve drill bit tip. Adding 1.5 hrs to the procedure.